Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 11/01/2007 and 11/19/2007 by phone, fax and mail. A completed questionnaire has not been returned.

Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, she had a constant headache and notices shadows in her visual field. Add'l info has been requested. There are two mdrs associated with this event. First eye: MDR# 1119421-2007-00512, fellow eye: MDR #1119421-2007-00513.